Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had triggered a lead integrity alert (lia) with increased sensing integrity counter (sic), and high rate non-sustained episodes. Also noted was evidence of t-wave oversensing (twos) during atrial fibrillation with rapid ventricular response (af w/rvr) episodes. Follow up was conducted and it was verified that reprogramming had been completed. The lead remains in use. No patient complications have been reported as a result of this event.